Event description:
It was reported that syringe 20ml ll 120/pkg contained foreign matter. The following information was provided by the initial reporter: "unable to connect the needle to the syringe due to the presence of plastics (fades) into the luer lock of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2020-06-03. Investigation summary: one sample provided to our quality engineer for investigation. Upon visually inspecting the product, damage on the barrel thread was observed. A device history record review found no non-conformances associated with this issue during production of lot 2001288. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll 120/pkg contained foreign matter. The following information was provided by the initial reporter: "unable to connect the needle to the syringe due to the presence of plastics (fades) into the luer lock of the syringe."